Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter disconnected from the patient¿s peritoneal dialysis (pd) catheter (non-baxter product); further described as ¿the connection of the titanium adapter to the patient¿s pd catheter easily fell out when the nurse checked the connection¿. To remedy the issue, the titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.